Event description:
A report was received that the patient was experiencing pain at the ipg site and there was irritation of the lumbar spine six months after the scs implant. It was also noted that the patient¿s left foot would turn inward when the stimulator is turned on. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site and there was irritation of the lumbar spine six months after the scs implant. It was also noted that the patient¿s left foot would turn inward when the stimulator is turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the irritation and the patient¿s back was relieved when the stimulation was turned off. It was believed that the ligamentum flavum stimulation was causing the increased pain in the back. The patient underwent an explant procedure. The report that the patient¿s foot would turn inward when the stimulator is turned on was resolved following the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 15272960, description: next generation anchor kit-sterile.